Event description:
Hcp reported "pump was currently delivering n2 after patient hospitalized with symptoms of hypotension. Confusion and spinal fluid results abnormal. Ph% irritation from pump. No external evident." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.